Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The reported complaint of the leak of saline fluid from the start-up kit into the console pump raceway was confirmed by the customer's biomed technician. One of the white roller guides was observed missing and the broken piece of the white roller guide was noted in the pump raceway. The broken roller caused damage to the two start-up kits (suk) tubing and the leak of the saline fluid into the pump raceway. The probable root cause for the observed physical damage was user mishandling. The pump was serviced in the field by replacing the missing roller guide. Therefore, service was not required to be performed by zoll. Following the biomed service and repair, the console passed all the testing with no issues or faults observed. The console functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard xp ivtm system with sn (B)(4). Ccr 9135 was reported on february 28, 2012, and the two white guide rollers were replaced.

Event description:
During ivtm therapy, the user observed saline leak from two start-up kit (suk). The user observed saline fluid on the floor from the thermogard console (sn (B)(4) ) pump raceway. After checking the console, the customer reported one of the white roller guide is missing and a broken piece of the white roller guide was noted in the pump raceway. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.